Event description:
Per the clinic, the patient experienced a performance decrement and the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.